Manufacturer narrative:
Although insufficient information was provided to determine the rooot cause for the revision, a clincian review of the provided x-rays confirms a malposition tibial baseplate. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Dr. (B)(6) did a primary knee on (B)(6) 2015. He used traditional instrumentation and did a traditional approach. He took post op-xrays of knee and noticed the tibial component was in the incorrect position. Anterior sloped tibia. He told the patient. He and the patient decided to revise it the following day. Nothing was wrong with implants or the instrumentation.

Event description:
Dr. (B)(6) did a primary knee on (B)(6) 2015. He used traditional instrumentation and did a traditional approach. He took post op-xrays of knee and noticed the tibial component was in the incorrect position. Anterior sloped tibia. He told the patient. He and the patient decided to revise it the following day. Nothing was wrong with implants or the instrumentation.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.